Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed the test per specification with accurate readings.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. It was reported that the sensor needle of the sensor for the insulin pump got broken when it was taken off from the customer. The customer also reported a sensor error from the insulin pump. No additional info was provided.